Manufacturer narrative:
The subject device was returned to sorc. Sorc checked the subject device and found the reported phenomenon, and also found that this phenomenon was attributed to the deterioration. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from sorc, omsc considered that this phenomenon was attributed to the excessive handling due to repeated wiping of the outer surface of the insertion tube, or chemical deterioration due to chemicals, etc. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found that the coating of the insertion tube had been partially peeled off more than 1mm2 during the incoming inspection for the repair of the subject device at olympus service operation repair center (sorc). The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.